Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. Note: as it is not possible to accurately identify which unit corresponds to each complaint, the units will be referred to as device "a¿, device "b." And device ¿c¿. The results will be documented in the (B)(4) report for device a, and the (B)(4) report for device ¿b¿ and the (B)(4) report for device c. Three (3) non-sterile " vascular closure device - 5f " involved in the reported complaint were returned for investigation inside a clear plastic bag labeled with the (B)(4), (B)(4) and (B)(4). The devices were identified as "a", "b" and ¿c¿ to continue with the investigation. All units had the same catalog number (ex500) and lot number (18356805). Per visual analysis, of the device identified as ¿b¿, the following conditions were found: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. No other damages/anomalies were noted during the visual inspection. The functional analysis could not be performed in the device identified as ¿b¿ since the device was received fully deployed. The device case identified as ¿b¿ was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. A review of the manufacturing documentation associated with lot 18356805 presented no issues during the manufacturing process that can be related to the reported event. The complaint reported by the customer as ¿indicator window- no change to indicator¿ was not confirmed due to the device identified as ¿b¿ was received fully deployed with the button fully depressed which indicates that the functionally of unit was performed correctly reaching the three indicator windows stages, and the plug was properly deployed. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Procedural and/or handling factors might have contributed to the reported condition on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. This product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18356805 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.